Event description:
It was reported that manufacturer representative spoke to the patient the day prior to the report, who complained of not being able to charge the implant. The patient stated he had quit using stimulation consistently because he ¿just did not feel like it was helping much anymore.¿ the patient was walked through using the antenna locate feature which led to a power on reset (por) message after only a ¿few minutes.¿ the patient was then able to recharge the battery fully. The por was seen on the patient programmer and the patient¿s first overdischarge was confirmed. The patient had a loss of stimulation and therapeutic effect. The patient had less than 50% therapy relief. The representative hoped to meet the patient on (B)(6) 2013 to reset the device and reprogram it for better pain relief. Four days later the session data showed impedances that were greater than 3,600 ohms on electrode 10 and any associated combinations. Later that day it was reported that the patient was seen on the day of the report. The device was adequately charged and reprogrammed for great pain relief in both the patient¿s lower extremities and lower back. A physician mode recharge (pmr) was not needed.

Manufacturer narrative:
Concomitant medical products: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3487a-45, lot# v216861, implanted: (B)(6) 2009, product type: lead; product ID 3487a-45, lot# v191307, implanted: (B)(6) 2009, product type: lead. (B)(4).